Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2022-00070. It was reported that the patient¿s extensions were twisted resulting in sporadic high impedances. The issue was confirmed through CT diagnostic testing. As result, the extensions were replaced resolving the issue

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.